Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2012. During the procedure, as the surgeon was placing screws into the tibial baseplate, the screws passed all the way through the screw holes. The procedure was completed using another baseplate that was on hand.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The screw holes of the tibial plate met design specification. Two holes on the tibial plate were observed to have damage consistent with the screws being overtightened and at a steep angle. The reported event could not be substantiated. Root cause could not be determined. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01320).